Manufacturer narrative:
(B)(4). **investigation** the event was determined to be reportable during the investigation based on a quality engineer risk assessment that was conducted on 12 september 2016. The addition of this complaint does not change the overall risk. No further risk reduction is necessary at this time. A review of device history record, instructions for use (IFU), quality control (qc) and a visual inspection was conducted during the investigation. Instructions are in place to verify that the device is manufactured to specifications. In spite of the images being provided, there is no confirmation of the alleged deficiency via photographs. The device was returned in a condition that prevents functional or dimensional testing. Therefore, we cannot determine with certainty what led to this failure mode. For this reason, a conclusive root cause cannot be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
The catheter was placed in the patient with no complications and was working fine. The patient was transported to the room and it was noted that the device started leaking at the hub. Upon inspection a crack was detected in the seal of the hub. The patient was brought back to surgery and the device exchanged. No harm to the patient.